Manufacturer narrative:
Section h6: health effect - clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported fall, syncope, pulseless electrical activity (pea) arrest, and patient outcome could not be conclusively established through this evaluation. It was reported that the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C. Is currently available. Section 1 of the IFU, "introduction," lists other neurological event (not stroke-related) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction" provides an explanation of pump parameters (including flow). Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause was stated to be unknown as an autopsy was not performed/authorized. Per the patient's spouse, the patient had a ground level fall and when spouse helped the patient up to bed, they were grasping their side and complained of pain followed by low flow alarm and syncope. Per emergency medical services, the patient was experiencing pulseless electrical activity (pea) upon arrival. Whether the outcome was device or therapy related was unable to be determined. It was unknown if the device operated as expected.